Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was activated a few times on unknown staple line from a previous surgery. Following error messages and reactivating, the surgeon continued to use throughout the case without problem. Late in the case the surgeon was attempting to activate on thick vascular tissue, grasped within the jaws and even with compression and activation was unable to advance the blade. The surgeon then attempted same with less tissue in the jaw as instructed and was still unable to advance the blade.. A competitor product was opened and used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing. The device jaws were tested and there were found damaged. A bent jaw could have contributed to the reported tissue effect issues, this due to the reduced compression capacity of the jaws. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.